Manufacturer narrative:
Pump was received with motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period alarm during rewinding due to jammed motor gearbox. Unable to verify motor current error detected alarm due to motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.